Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and a cause for the reported positioning failure could not be determined. The reported tissue damage appears to be related to procedural circumstances of the positioning failure. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage, delay, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapsed anterior leaflet. The first clip (90610u124) was successfully deployed in the a2/p2. A second clip delivery system (ntr cds 91220u308) was advanced to the mitral valve; however, the clip could not grasp the leaflets in the a1/1. The cds was removed with the clip attached. The procedure continued with an xtr cds (90926u427). The cds was advanced to the mitral valve, and an attempt was made to place the clip in the a1/p1. But the clip could not grasp the leaflets, and a tear was observed in the posterior mitral leaflet which resulted in an increase of mr and a clinically significant delay in the procedure. The procedure was aborted, and the patient will remain hospitalized to possibly undergo surgery. One clip was implanted, and mr is 4. No additional information was provided.